Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding misidentifications in association with the vitek® ms (ref (B)(4), serial (B)(6)) when performing a study in which atcc® strains were being cultured and the identifications were being confirmed on the vitek® ms. The customer reported that two atcc® strains (salmonella enterica ssp bongori atcc® 43975¿ and salmonella enterica ssp arizonae atcc® 13314¿) were misidentified as salmonella enterica ssp enterica. A biomérieux internal investigation has been completed with the following results: despite multiple attempts by biomérieux to obtain the raw data to review for investigation, it was not provided by the customer. Therefore, it was not possible to investigate these specific misidentifications because not enough data was received. For salmonella enterica subsp. Bongori, the organism is not a claimed species in the vitek ms knowledge base (kb) v3.2. The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. (B)(4) : ¿testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ for salmonella enterica subsp. Arizonae, the organism is a claimed species in the vitek ms knowledge base (kb) v3.2. The vitek ms knowledge base (kb) v3.2 user manual states that salmonella enterica subsp. Arizonae needs to be confirmed by serological tests.

Event description:
A customer in (B)(6) notified biomérieux of misidentifications in association with the vitek® ms (ref 410895, serial (B)(4)) when performing a study in which atcc® strains are being cultured and the identifications are being confirmed on the vitek® ms. As the samples being tested are atcc® strains, there are no patients involved. The customer reported that two atcc® strains (salmonella enterica ssp bongori atcc® 43975¿ and salmonella enterica ssp arizonae atcc® 13314¿) were misidentified as salmonella enterica ssp enterica. Expected: salmonella enterica ssp bongori. Obtained: salmonella enterica ssp enterica. Expected: salmonella enterica ssp arizonae. Obtained: salmonella enterica ssp enterica. After obtaining the misidentifications, the customer purchased new strains, performed identification with the vitek® ms, and the same identification (salmonella enterica ssp enterica) was obtained again for both strains. A biomérieux internal investigation will be initiated.